Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that the inner threaded sleeve of the matrix threaded persuader broke off. It is unknown when and how the instrument broke.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records (DHR) revealed that the matrix threaded persuader was manufactured by magnum manufacturing. One nonconformance was found for functional issues (handle will not come out). The nonconforming parts were shipped back to the supplier for evaluation and rework, and the nonconformance was closed. Relevance to the complaint condition could not be determined. All parts were made to the correct material requirements, met the hardness and required specifications. Based on the DHR evaluation performed, this complaint is deemed indeterminate from a manufacturing standpoint. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.